Event description:
It was reported that the shock impedance on this system was less than 30 ohms. At the implant, six years ago, the impedance was 45 ohms. Technical services advised to get a x-ray done. There were no adverse patient effects. The system remains implanted.